Event description:
The facility reports the staff had filled the tub and placed the resident in the tub, securing the holding strap. The timer on the tub was set for twenty minutes. The staff decided to let the resident continue to soak in the tub and turned to rest the timer. When she turned back, the resident had a seizure and had slipped under the water. The staff immediately grabbed the resident and released the straps, removed resident from the tub, and started administering first aid and CPR. The resident was placed on the floor in the nearest and safest place. CPR was continued until the emt arrived and took over. The resident later passed away.